Event description:
It was reported that a malfunction alarm occurred, specifically labeled as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.